Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012 the distributor contacted animas alleging that the ok keypad button is unresponsive. There was no reported patient impact as a result of the alleged issue. There is no additional information available at this time. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the ok keypad button is intermittently responsive. There was evidence of keypad contamination found under the ok key contact.